Event description:
It was reported that the user experienced difficulty pairing a new freestyle libre 3 plus sensor, receiving an indication that the sensor was in use by another device, after initially attempting to start the sensor in the mobile app; a subsequent sensor was started with assistance and commenced warmup successfully. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included restoration of expected sensor function after guided setup. Investigation included technical troubleshooting and user education conducted by support. Investigation of this case revealed successful pairing and initiation of a replacement sensor with no further issues observed. It was concluded that the event was attributable to pairing or configuration conflict resolved through standard troubleshooting and education, with no device malfunction identified.